Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.00 x 16mm was returned for analysis. Visual, tactile and microscopic examination of hypotube found multiple kinks and a break was identified 103cm proximal from the guidewire exit port. The manifold was not returned. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Microscopic examination of stent profile shows no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
Reportable based on device analysis completed on 08-feb-2024. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified distal right coronary artery. A 3.00 x 16mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported, and patient was in good condition. However, returned device analysis revealed hypotube break.